Event description:
The facility listed eight revision procedures involving bipolar type prosthesis in the national joint replacement registry (njrr). Revision diagnosis identified as follows: four fractures and two loosening, six of the eight revisions were the result of diagnosis not directly related to the use of a bipolar cup component. No detailed information concerning these events or product identification was provided.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur. The revision rate observed by the anjrr can be explained by the following: limited usage of the bipolar cup compared to other bipolar hips and/or inclusion of revisions caused by other components.this report filed november 7, 2009.